Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 30. On (B)(6) 2021 loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.